Event description:
As reported, difficulty was encountered in removing a power-injectable PICC device from a pt. The PICC was removed on (B)(6) 2010 and had been in place since (B)(6) 2010. The removed PICC was described as having compressed tubing and visible dents. For this device, this description would not be considered a reportable event. The used device was returned to navilyst medical and visual inspection on (B)(6) 2010 showed it to have a split in the catheter tubing distal to the suture wing. This condition is considered reportable and the complaint was re-assessed on that date (the new aware date for reportability). The pt's condition was not impacted by this event.

Manufacturer narrative:
As no lot number was provided, a ship history was performed to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Only one lot was obtained. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The (B)(6) 2010 navilyst medical complaint report was reviewed for the product family of xcela PICC and the failure mode of "hole in catheter." No adverse trends were noted. The returned catheter exhibited a split in the catheter tubing distal to the suture wing at approx. The 10cm mark. Both lumens of the catheter were fully occluded from the location of the split to the tip of the catheter. One lumen was occluded with a sticky, semi-solid, amber-colored substance, and the other lumen with a white, powdery substance. Neither substance originated from the catheter mfg process. The occlusions created a large bulge in the catheter tubing, just distal to the 10cm mark. The most likely root cause of the defect is improper flushing of the catheter of infusion into an occluded catheter. The directions for use packaged with this device includes the statement," failure to ensure patency of the catheter prior to power injection studies may result in catheter failure." Process controls for the mfg of this device include a 100% guidewire check of all catheters to ensure lumen patency. This involves passing an inspection guidewire from the distal tip of the catheter up through the extension legs. Leak testing is also performed on each catheter. (B)(4).